Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported the patient had a return of shaking today. They indicated their system had been doing great so far as it was just turned on last week. The rep advised them to follow-up with their healthcare provider. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that cause of the device/therapy issue was not determined. It was unknown if the issue had been resolve as the representative had not heard back from the patient. There were no further complications reported or anticipated.